Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fph for investigation and was visually inspected. Result: visual inspection revealed that the tubing of the catheter mount was found split at one of the parting lines between the connector end and the tubing. Conclusion: based on the investigation conducted, it is likely that an extrusion process defect occurred and that the catheter mount was damaged after it was released for distribution. As all rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. This complaint is the first of its nature for the rt021 catheter mount since first market release and with over (B)(4) units sold in the last 24 months to the end of (B)(6) 2017. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a distributor that an rt021 catheter mount tubing was found cracked during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint device was recently received at fisher & paykel healthcare for evaluation. We are in process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an rt021 catheter mount tubing was found cracked during use. No patient consequence was reported.